Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with a ncb, periprosthetic femur plate, proximal, left, 12 holes, 285 mm on (B)(6) 2017 and underwent revision surgery on (B)(6) 2017 due to implant breakage.

Manufacturer narrative:
No trend considering the following event is identified: post-operative breakage implant. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: on (B)(6) 2017 the ncb pp plate was implanted. On (B)(6) 2017 the patient was revised due to a ncb pp plate breakage. Review of received data x-ray review: pelvic overview, left hip with thigh ap and left thigh with knee joint lateral from (B)(6) 2017: non-cemented endoprosthesis stem without signs of loosening with transverse fracture in the region of the tip of the stem. In addition 6 cerclage wires can be seen. The fracture is located distally between the two cerclage. In the lateral projection below the tip of the stem a periprosthetic fracture vancouver type c can be seen. Bv images and postoperative x-ray control with left hip / thigh ap and left thigh with knee joint lateral from (B)(6) 2017: a ncb-pp femur plate was implanted with two additional cerclage wires. The fracture is repositioned and a fracture bending wedge can be seen. Slightly inner rotated projection of the hip with thigh ap. The ncb-pp femur plate is fixed with additional cerclage wires proximal. A visible fracture gap and suture clamp material can be seen. Bws / lws ap / lateral from (B)(6) 2017: suspected fresh fracture of the front edge bwk 3. 5-membered structure of the lumbar spine, hyperlordosis lumbosacral, torsion scoliosis thoracolumbar, no evidence for a fracture in the area of the lws. Intermediate distortion l3 / l4. Left hip with proximal thigh ap / axial from (B)(6) 2017: recognizable suture clamp material. Fracture reposition with ncb pp plate and with 2 cerclage wires. Left hip with thigh ap / axial, left thigh with knee joint ap / lateral from (B)(6) 2017: orthograd projected ap-image of the left hip. Compared to the x-ray dated (B)(6) 2017 unalterable fracture gap, it can be assumed that the plate is broken without dislocation with contour irregularity of the plate material in the area of the fracture gap. Pelvic overview, left hip with thigh ap, left thigh with knee ap / lateral from (B)(6) 2017: re-fracture in the area of the former fracture gap with dislocation of the fragments. Intraoperative bv images left thigh ap, axial, lateral / oblique from (B)(6) 2017: recognized femur fracture vancouver type b with fractured femoral plate with endoprosthesis shaft inserted. The fracture is repositioned and a new plate osteosynthesis with existing hip replacement endoprosthesis stem is done. The patient was permitted for partial weight bearing (B)(6)kg. In the documents received it is mentioned that the patient sometimes applied full load bearing instead of partial weight bearing. Devices analysis: visual examination: the broken ncb pp plate, 12 screws, 12 locking caps, 2 cable buttons, 2 cables and 2 blind screw inserts were returned for investigation. The broken ncb pp plate shows an indication for a fatigue fracture (beach lines) on both broken parts of the plate. There are also several scratches on the plate surface visible. Some of the returned screws show some damages in thread. There are also some damages visible in the hexagonal part of the locking caps. Review of product documentation the compatibility check was performed and showed that the product combination was approved by zimmer biomet. In the surgical technique of the device is the correct placement of the plate and screws described. Root cause analysis: root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting not possible -> no signs of notching visible. Breakage of implant due to inadequate implant design &material (fatigue strength - lifetime of the device) not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. Breakage of implant due to chemical / galvanic / crevice corrosion of material not possible -> no signs of corrosion visible. Breakage of implant due to implant will be implanted against contraindication not possible -> the plate was implanted for a periprosthetic fracture. Breakage of implant due to wrong interpretation of in situ device position and/or dimension not possible -> no issue found in the position of the ncb pp plate. Breakage of the implant due to wrong interpretation of x-ray template for dimensions not possible -> no issue found in the position of the ncb pp plate. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible -> the plate was not bent. Breakage of implant due to user define incorrect placement of the spacers and plate not possible -> no issue found. Breakage of implant due to user perform improper handling of the plate during insertion not possible -> no handling issue found. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible -> the plate was not bent. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, it is most possible that the ncb pp plate was broken due to overload as it was reported that the patient sometimes applied full load bearing instead of partial weight bearing. Breakage of implant due to patient do not follow the postoperative protocol => possible, it is most possible that the ncb pp plate was broken due to overload as it was reported that the patient sometimes applied full load bearing instead of partial weight bearing. Conclusion summary it was reported that on (B)(6) 2017 the ncb pp plate was implanted. On (B)(6) 2017 the patient was revised due to a ncb pp plate breakage. The ncb pp plate was in vivo for approx. 1.5 months. The received documents were reviewed by a healthcare professional. The x-ray dated (B)(6) 2017 shows a femur bone fracture vancouver type b/c. There is already an existing hip prosthesis available fixed with 6 cerclage wires. There is no sign of loosening. On (B)(6) 2017 the ncb pp plate was implanted with additional 2 cerclage wires. The patient was permitted for partial weight bearing (B)(6)kg. The x-rays dated (B)(6) 2017 and (B)(6) 2017 shows a breakage of the ncb pp plate. The revision surgery took place on (B)(6) 2017. In the documents received it is mentioned that the patient sometimes applied full load bearing instead of partial weight bearing. The received x-rays dated (B)(6) 2017 shows the spine. From the received documentation it is unknown why some x-rays were taken from the spine. However, the x-rays show a possible fresh vertebral fracture which is an indication that significant external force was applied. In addition the broken ncb pp plate and the sub components were returned for material analysis. The product analysis of the plate shows an indication for a fatigue fracture. The visual examination of the products indicates that no material defects that could have triggered the fracture could be detected. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, it is most possible that the ncb pp plate was broken due to overload as it was reported that the patient sometimes applied full load bearing instead of partial weight bearing. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).